Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to experiencing chest tightness and dyspnea. A chest x-ray was performed which revealed that the ventricular lead had dislodged. The physician attempted to reposition the lead but had difficulty unscrewing it, so he explanted it and replaced it. The patient was in stable condition post surgery.